Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified white particles material was found on the shell, cloudy, wear abrasion and flat creases. A weight test of the device was verified and the device was within specification. Voids and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii". Device remains implanted.